Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular lead was implanted as a temporary pacing system after the previous system was explanted for infection. The previous device was attached externally to be used as a temporary pacer. After the implant, this lead dislodged, requiring surgical intervention to reposition the lead. One week later, the temporary pacing lead was removed and replaced. There were no add'l adverse effects reported. The lead was explanted. No further info is available. This report will be updated if more info becomes available.